Event description:
It was reported that during a rectal procedure, the device would not activate with the buttons. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.